Manufacturer narrative:
(B)(4). Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results of 389, 349 and 462 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 190 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. On (B)(6) 2018, customer had obtained the e-5 error message, was lethargic and had gone to the hospital where she had been admitted. Customer's blood glucose test result when at the hospital on (B)(6) 2018 was 919 mg/dl fasting; customer did not remember if it was a meter or lab test result. The diagnosis was hyperglycemia and customer was treated with insulin drip and unknown medication. The customer was discharged from the hospital on (B)(6) 2018. New healthcare programs included physical therapy, diabetic education and decrease in her sugar intake. There were additional blood tests performed with the truemetrix air meter. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2019 and customer was not sure of the open vial date. The meter memory was reviewed for previous test result history: result 1 :389mg/dl date: (B)(6) 2018 time:12:01pm fasting; result 2 :349mg/dl date: (B)(6) 2018 time:10:47am fasting; result 3 :140mg/dl date: (B)(6) 2018 time:08:19am fasting; result 4 :135mg/dl date: (B)(6) 2018 time: 08:49pm fasting; result 5 :205mg/dl date: (B)(6) 2018 time:07:31pm fasting.